Manufacturer narrative:
Hologic is submitting this report in accordance with 21. Cfr part 803. The submission is based upon the currently available information. The submission of this report does not represent a confirmation of device malfunction involving the hologic products in the event described. A device history record (DHR) review was conducted for the reported lot number. The device was released meeting all qa specifications. The device involved in this event was not returned for evaluation purposes therefore visual and functional analysis of the product could not be performed. We are unable to confirm a relationship between the device and the issue reported. The information obtained during complaint investigation will be included in our global complaint trending and product surveillance will continue to monitor complaints of this type for adverse trends. If the product is received or additional information is obtained, the investigation will be reopened accordingly per standard operating procedure.

Event description:
It was reported that a patient received a biozorb implant on (B)(6) 2021. It is reported that the patient has experienced fatigue as well as pain, seroma, petechia, a hard lump, necrosis at the site of implantation, swelling, numbness in the shoulder, loss of range of motion and lymphedema. It is reported that the patient is scheduled to have the biozorb implant removed on (B)(6) 2026. No further information is currently available.

Manufacturer narrative:
Hologic is in receipt of medwatch report (B)(4) supplemental MDR submitted due to additional information received via medwatch report (B)(4) it was reported that the patient also experienced "disfiguration as well as rash" in the area of the biozorb implant. Additionally, the following concomitant medications were reported: aspirin 81, benicar 40mg, coq10, krill oil, lumigan eye drops, metoprolol, plaquenil, repatha injection, vitamin d3 5000iu